Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: labile blood pressure, hypotension. It was reported that post a left internal carotid artery stenting procedure, the patient experienced labile blood pressures. The patent was treated with a neosynephrine drip, labile blood pressure resolved in 2008, and the patient was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. Hypotension is a known potential adverse event associated with the use of carotid stents as stated in the device instructions for use (IFU). The reported hospitalization was in response to the patient symptoms. No device malfunction was reported.